Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was elevated (390 mg/dl). Customer observed air bubbles inside the infusion set tubing. Customer changed the cartridge and infusion set to address the issue. Tandem technical support followed up with the customer same day and customer reported that the issue was resolved; blood glucose was 243 mg/dl and trending down.